Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite to evaluate the device. Technician replaced gas delivery engine. Performed gas delivery engine re-seat after fail of extended self test to customer. Performed serial number reset. Performed touch screen calibration. Performed owner verification process following service manual instructions. All parameters were within specification of manufacturer but the fraction of inspired oxygen. Performed fraction of inspired oxygen test a second time found 100 percent fraction of inspired oxygen out of specification. Performed new blender oxygen calibration. Performed operational verification procedure-fraction of inspired oxygen test and fraction of inspired oxygen passed. Device is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.